Event description:
The tech found the brake would not hold during a preventive maintenance check.

Manufacturer narrative:
The tech replaced the brake casters, brake bushings, stiffener plate and adjusted the casters to repair the bed.